Event description:
On (B)(6) 2025, because of a lymphatic fistula a revision of the groin was performed with stent retrieval and the creation of a femoral-popliteal bypass. On (B)(6)2024 date of procedure. Right leg study leg. 2 study devices implanted for 1 lesion. No post procedure antiplatelet and/or anticoagulant taken. Lesion in superficial femoral, de novo lesion. Total occlusion with reference vessel diameter of 6-6.9mm and length 180mm. Zfv6-125-5-200 placed. 6 french guiding catheters used. On (b)6) 2025 because of a lymphatic fistula (B)(6) a revision of the groin was performed with stent retrieval and the creation of a femoral-popliteal bypass. Access event, surgical treatment of bypass through study lesion. Casual relationship to study device, operated revision because of in stent occlusion. This file will capture the use error of incorrect size stent diameter which may have led to the occlusion. This sae is ongoing.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 15 jun 2025.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the zilver flex device of unknown lot number and zfv6-125-5-20.0 or photographic evidence of the device was not returned for evaluation. This file was raised from pmcf study to capture the use error of incorrect size stent diameter which may have led to the occlusion. This file is associated with the following complaint: (B)(4) lymphatic fistula. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: it should be noted that the instructions for use, ifu0058, which accompanies this device states the following: "the chosen stent diameter should be at least 1mm larger that the diameter of the reference vessel¿. There is evidence to suggest that the user did not follow the instructions for use (ifu0058) as the reference vessel diameter was detailed as 6-6.9mm and the chosen stent diameter used was 5mm (zfv6-125-5-200) which was undersize. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to use error as the chosen stent diameter used was 5mm and the reference vessel diameter was detailed as 6-6.9mm. The instructions for use, ifu0058, which accompanies this device states the following: "the chosen stent diameter should be at least 1mm larger that the diameter of the reference vessel¿, therefore the user did not follow the instructions for use. Summary: complaint is confirmed based on customer and/or rep testimony. According to the pmcf study, total occlusion has been reported. According to the medical advisor¿s input the placement of a stent smaller than the reference vessel diameter could have caused the occlusion. Also, according to the medical advisor¿s input a severity of +4 (significant - harm requiring secondary intervention and/or prolonged hospitalisation required) has been assigned. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Complaints of this nature will continue to be monitored for similar event.